Event description:
In 2009, patient underwent open underlay (intra-peritoneal) component separation procedure with collamend implant. Between the procedure and about five months later, patient developed seroma, wound vac was placed (unknown date), patient developed an infection. At approx 5 month later, patient underwent open explant procedure.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.